Manufacturer narrative:
The customer was sent a replacement power supply. In the follow up with the customer the customer stated that the cord was fine and there were no signs of melting. The transformer itself had a minor crack in the left hand corner that was big enough to fit a tooth pick in. After using it for about a month. She stated that the wires in the housing are showing and are black. The customer said got a minor shock but nothing that needed any medial attention and she was not hurt in anyway. The customer stated she had no other injury form this issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. However, the customer stated that the unit did spark which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional info of the original product be received, resulting in new, changed or corrected info, a follow up report will be filed at that time.

Event description:
Customer called to report to customer service that there was sparking from transformer housing (not at prongs) on her pump in style. When the customer went to pull the adaptor out of the wall the housing broke apart and sparked.